Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 through oct-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. It was also noted that the arterial line waveform and hemodynamic numbers were not displayed on the console. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was advised to utilize an alternate arterial line source. The iab central lumen was transduced to the bedside monitor and the customer was guided through steps to move that to the pump. The arterial line was dampened and poor so an aspiration of blood was made with a long flush. This cleaned up the waveform. The customer then zeroed the catheter and resumed pumping successfully. There was no patient harm or adverse event reported.